Event description:
It was reported that the user experienced elevated blood glucose with a highest cgm value of 248 mg/dl after meals while using the ilet system with a dexcom g7 and a cassette/infusion set on the abdomen, the user had been using meal entries as corrective actions rather than following pump algorithms, indicating an improper method and a user-interface related usage pattern. Symptoms included hyperglycemia. Outcomes included the need for medication or corrective intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, linked to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.